Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer was treated for the low blood glucose with orange juice. Customer stated that they had reported to their heath care professionals regarding low blood glucose. The customer stated that normally there blood glucose level was in the 40s, 50s and 60s, but last week they had 35 mg/dl one time. The product was not returned for analysis.